Event description:
It was reported that, this right ventricular (rv) lead exhibited a gradual increase in the shock impedances reaching now out of range measurements. The technical services (ts) analysis the data and found out of range intrinsic amplitude measurements for the rv lead. The ts mentioned that both of these rv lead observations seem to have a physiological background and do not hint to any lead integrity allegations and also discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.